Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit did not pass fiber optic test.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit did not pass fiber optic test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse). Found fiber optic test did not pass during a routine inspection. The issue was resolved after replacing fiber optic jumper cable and fiber optic assy rohs. The unit was returned to customer and cleared for clinical use.